Event description:
The customer contact reported that during testing at the user facility, the device audible alarm sound had a dead spot when testing the full volume range. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found that the device audible alarm sound had a dead spot when testing the full volume range. This was due to the piezo alarm assembly. Further testing by the supplier found that the piezo had impedance failure within the ceramic piezo. During manufacturing process, the beeper wire is soldered to the ceramic of the piezo. Due to high temperatures during soldering, the material property piezo electric consult) of the piezo may alter causing the impedence of the piezo to drop and resulting in piezo failure. This report represents all the info known by the reporter upon query by hospira personnel